Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received blank display and motor error. Customer stated that insulin pump had not any physical damage. Insulin pump was exposed to moisture. Customer stated that drive support cap appeared as normal. Customer performed self test but not able to see menu screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. However, moisture damage at electronic assembly and damage motor during visual inspection. No unexpected failed battery alarm anomalies noted.